Manufacturer narrative:
(B)(4).

Event description:
It was reported that after "open reduction and internal fixation of right patellar fracture and patellar ligament plasty" procedure. The patient broke the steel wire internal fixation of the "twinfix ti 5.0 ultrabraid" when going to the toilet the patient did not fell but the load increased when going to the toilet. All the broken pieces were removed in the second surgery. The patient had a second surgery immediately after become aware of the condition (on 25-nov-2021), the outcome of the second surgery was fine. The current status of the patient is normal.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawing found that there are no steel wires as part of the anchor or sutures. The anchor is titanium and the two sutures are white ultrabraid and co-braid ultrabraid. A review of the anchor drawing found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A review of the suture drawings found that a material certificate of analysis is required with each lot. The white suture is a polyethylene suture and the blue/white suture is a polyethylene and polypropylene monofilament suture. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It communicated via e-mail that the broken pieces were removed from the patient and the patient was reported normal following the procedure. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, an inadvertent impact event, or patient movement beyond acceptable range during post-operative recovery. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.